Event description:
In j2005, the facility reported screen blanking out on an accura instrument. No patient injury or medical intervention occurred. No further information is available at this time.

Manufacturer narrative:
On september 28, 2005 a baxter field service engineer went to the facility to evaluate the device. A visual inspection was performed and found nothing out of place. The accura turned on properly and completed a self test with no alarms. The field service engineer then checked all pressure transducers, blood, filtrate, dialysate, replacement, and heparin pumps, both scales, heater, blood leak detector, and venous line clamp. Also checked all voltages and all functions were within specifications. A one hour volume test was then ran; during which a power failure was created by unplugging the machine and the machine operated properly by having the screen illuminated, the blood pump was still operating and the venous line clamp was open. Machine was returned to use.